Manufacturer narrative:
Device history record review: the device history record shows that needles from this manufacture lot were fatigue tested showing with 95% confidence that 99% of the lot would exceed the minimum 24 cycle requirement. There were no manufacturing non-conformances associated with this manufacture lot. The awareness date was 5-16-2017 and the manufacture date was 12-31-2015. Visual inspection: visual examination of the device shows the tip of the needle is broken off and missing. There is no damage to the rest of the needle. Functional inspection: the broken needle was loaded into a suture passer with #2 force fiber and an attempt was made to pass the suture through material that simulate worst case tissue condition. The suture passed through the tissue with no issues. Additional investigation notes: there were no manufacturing inconsistencies noted with the needle. This failure mode is a known failure mode addressed in the risk management file for this product, and does not exceed expected occurrence rates. Occurrence rates are monitored for trends.

Event description:
Alleged problem(s): we received a complaint from (B)(6) about the poor quality of product supplied by your company under the captioned nps agreement. It was reported that "patient underwent the arthroscopy of right shoulder. During the operation, a 4mm tip of rp360 suture passer flexible needle came off. The incidence was informed to surgeon. Right shoulder x-ray screening was seen the broken part inside the right shoulder. The broken part was tried to remove but in vain. Finally, the broken part could not been seen while screening the x-ray." Additional information received via e-mail states there was no delay in surgery time, iconix3 no. 2 force fiber suture was being used, the physician has used the stryker suture passer before in surgery, the suture passer has been used successfully in 2 to 3 other surgeries, and the needle was not cycled in the suture passer prior to surgery. Country of event: (B)(6).